Manufacturer narrative:
Concomitant medical devices: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative. Following the replacement surgery the patient experienced withdrawal symptoms; he had increased spasticity despite dose escalation, beginning (B)(6) 2015. Catheter aspiration was successful and described as normal. Intra-operatively, the catheter was disconnected from the pump and there was no free-flow of cerebrospinal fluid (csf). The catheter was replaced on (B)(6) 2015. The patient was receiving intrathecal lioresal 2,000mcg/ml, 1,000mcg/day, for intractable spasticity. The patient status at the time of this report was "alive-no injury". Additional information was to be obtained from the hcp on 8/30/2015. The patient's medical history includes cerebral palsy. On 2015-09-03 information was received from a representative indicating the withdrawal symptoms had resolved. The catheter was returned.

Manufacturer narrative:
Analysis of the catheter, model# 8781 , sn (B)(4), found no significant anomalies. A dried drug, blood, or foreign material occlusion was found. The occlusion was able to break loose. Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.